Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood backed up through a onelink connector into a micron filter prior to the start of infusion but while connected to the patient. The intravenous tubing was connected to the micron filter to infuse anti-thymocyte globulin. It was reported that approximately one to two milliliters (ml) of blood backed up into the micron filter. After the blood backed up, the filter and onelink had to be replaced to proceed with infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.